Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and the reported issue could not be reproduced. Evaluation found that the pump is able to be turned on as intended. A review of the event history log revealed 'improper shutdown' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was not determined. No pump correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would turn off when pressure was applied to the battery. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.